Manufacturer narrative:
The reported events were lead dislodgement, unacceptable capture threshold and r-wave amplitude variation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported events of unacceptable capture threshold and r-wave amplitude variation were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.

Event description:
It was reported that a patient presented with dislodgement noted on the right ventricular lead, which resulted in low sensing and increased capture thresholds. This was confirmed with x-rya imaging. The lead was surgically explanted on (B)(6) 2025 and a new lead was implanted. This lead dislodged as result of a lead slack issue, and this resulted in low r wave sensing. This lead was explanted on (B)(6) 2025 and a new lead was implanted without issue. No adverse patient consequences were reported.